Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation. Scs ipg was unable to communicate with the external devices. In turn, ipg was inoperable. Surgical intervention maybe pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (b))(6) 2018, wherein the scs ipg was explanted and replaced. Effective therapy was reported post-operatively.